Event description:
The customer reports that the device fails the general system test and also has a runtime charge shock failure in the status log. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reports that the device fails the general system test and also has a runtime charge shock failure in the status log. There was no reported pt involvement. Philips bench evaluated the device and confirmed the problem. The processor pca was replaced to resolved the complaint. All performance assurance tests passed and the device was sent back to the customer. We will consider this a malfunction of the processor pca that caused the device to a have general system test failure and runtime shock failure.